Manufacturer narrative:
Event date is an estimation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was not taking a charge and became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2017. Patient had therapy following the procedure.